Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin was leaking when she removed the reservoir from the transfer guard. The customer stated that she threw away the reservoirs. No further information was provided.